Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia due to insulin flow block. The blood glucose value at the time of the event was 326 mg/dl. The blood glucose value at the time of the call was 132 mg/dl. The customer was treated with insulin pump. No further patient complications were reported. The customer also reported pump had hanging screens randomly. Troubleshooting was performed and high bg event was resolved by replacing set. Auto mode feature was no active at the time of the incident and customer had been using the insulin pump within 48 hours of the reported event. Customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.